Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The products will not be returned to zimmer biomet for investigation as their location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported within a surgeon survey that complications of dislocation, implant loosening, infection, bone fracture, nerve irritation/palsy, and progressive radiolucency/subsidence have occurred within this prosthetic system over the last fifteen (15) years. No further details were provided on the survey to clarify the number of complications or correlation to a surgical case. Attempts have been made, and no further information has been provided.